Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code and fault ID. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. Customer support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arose again.